Manufacturer narrative:
Device is combination product.

Event description:
It was reported that deflation failure occurred and removal difficulties were encountered. A 3.0x38mm synergy stent was advanced to treat the lesion. However, after deployment, the balloon could not be deflated. The physician tried multiple techniques but the balloon delivery system was stuck in the stent. Eventually, the physician was able to remove the device and the procedure was completed. No patient complications were reported and the patient's status was stable.